Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon was "defective". Lesion details are unknown. This 15 x 3.50 flextome mr cutting balloon was selected and it was reported that "the balloon was defective". No complications were reported. Additional information received showed that the distal section of the shaft was detached.

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon was "defective." Lesion details are unknown. This 15 x 3.50 flextome mr cutting balloon was selected and it was reported that "the balloon was defective." No complications were reported. Additional information received showed that the distal section of the shaft was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was confirmed that the distal section of the shaft was detached and not returned. The shaft was detached at 118.7cm from the strain relief and stretching was evident at the break site. This type of stretching and subsequent break is consistent with excessive tensile force being applied to the shaft. No further damage was present along the returned section of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).